Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the left ventricular lead exhibited high capture threshold. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced successfully with no adverse consequences on (B)(6) 2016. The patient was in stable condition.